Manufacturer narrative:
Pt weight: patient weight not available from the site. Software investigation completed. Findings were that this was a larger patient and had loose skin. Some points were traced over these areas resulting in inaccuracy. Software is functioning as designed. A medtronic representative, following-up at the site, recommended gathering more diverse points while tracing (and staying on bony anatomy) or trying an alternate method of registration. Following this event, it was reported that the site switched rooms and changed tracer technique and accuracy has been good.

Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon checked accuracy after tracer registration and noted a 1cm inaccuracy. The inaccuracy was inferior on the floor of the nose (showing them on the mouth) and 3mm medial/lateral in the sinus. Most tracer points stayed green and interference values were 0.2 for the patient tracker and 0.8-1.2 for the probes. The shaver, 90-degree suction and curved suction all showed the same inaccuracy. The surgeon chose to continue the procedure, with knowledge of the inaccuracy. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.